Event description:
As reported, approximately one year post initial left tsa, the 64 y/o male patient experienced painful total shoulder with rtc tendonitis. Patient had limitations in motion and persistent pain. Patient was revised and everything was removed except the preserve stem. Put in an reverse extended baseplate standard size and humeral liner was implanted. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or images. The devices will be return.

Manufacturer narrative:
All information reviewed and verified, and no follow-up investigational questions are needed.

Manufacturer narrative:
D1 corrected d4 corrected d10 concomitant devices: 4282295, 300-01-15 - equinoxe, humeral stem primary, press fit 15mm 4259401, 300-10-45 - equinoxe replicator plate 4.5mm o/s 4316152, 300-20-02 - equinox square torque define screw drive kit 4247366, 310-01-50 - equinoxe, humeral head short, 50mm (beta) g4 corrected the revision reported was likely the result of prosthesis wear of the glenoid component over 7.5 years of implantation. A combination of joint overstuffing as well as altered forces secondary to development of rotator cuff issues over time may have led to altered biomechanics within the shoulder joint, the combination of which may have contributed to the wear of the polyethylene glenoid component. The contributions of each to the sequence of events cannot be determined. Potential contributions of patient-related issues to the sequence of events cannot be determined from the reported information. H6: corrected health effect, medical device, component, and investigation clinical codes.